Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in april 2015, the patient also presented with shortness of breath associated with exertion. The 75% in-stent restenosis (isr) previously placed 3.00x12mm promus element¿ plus stent in proximal right coronary artery (rca) was attempted to engage with multiple guidewires, but was unsuccessful. The event was then treated with medical therapy with consideration of redo coronary bypass grafting (CABG) or reattempt to cannulate the rca lesion in the near future. Four days post procedure, the event was resolved the patient was discharged on aspirin and clopidogrel.

Event description:
(B)(4) study. It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient due to stable angina. Coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the mid right coronary artery (rca) with 85% stenosis and was 35 mm long with a reference vessel diameter of 3 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 38mm promus element¿ plus stent, resulting in 0% residual stenosis. The target lesion # 2 was a de novo lesion located in the proximal rca with 70% stenosis and was 10 mm long with a reference vessel diameter of 3.25 mm. The lesion # 2 was treated with pre-dilatation and placement of a 3.00 x 12mm promus element¿ plus stent. Following, post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was hospitalized due to angina. Subsequently, coronary angiography was performed and revealed isr of the previously placed 3.00x12mm promus element¿ plus stent in proximal portion. No specific treatment was performed to treat the event. The event was considered as resolving.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).